Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27sep2019.

Event description:
The customer reported the battery charging light emitting diode (led) kept flashing and the sound at the time of the charging was larger than usual after the device was connected to ac power in order to charge the battery. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Event description:
The customer reported the battery charging light emitting diode (led) kept flashing and the sound at the time of the charging was larger than usual after the device was connected to ac power in order to charge the battery. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 25 oct 2019. The service technician ran testing but the reported phenomenon was not duplicated. The cooling fan has been replaced preventively. Overall checking, cleaning, run testing, and a function test were performed. The software has been ensured as version 2.30. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.